Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD), implanted for approximately one year, displayed a remaining longevity of 16%. Device data analysis found the observed depletion was likely due to multiple magnet applications which may be due mris or other magnets in the patient environment. Additional troubleshooting was recommended to determine what was occurring at the time of the magnet applications. Follow-up was also discussed to monitor the battery. No adverse patient effects were reported.